Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code recurred, which customer acknowledged and understood.